Event description:
Baxter mexico reported 4 incidents of insufficient betadine in the minicaps. Per baxter mexico samples are available. Per mexico, no patient injury or medical intervention was associated with this report.